Manufacturer narrative:
Concomitant medical products: product ID: 977a260. Serial# (B)(4). Implanted: (B)(6) 2020. Product type: lead. Product ID 977a260. Serial# (B)(4). Implanted: (B)(6) 2020. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-oct-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 10-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that pt came in to have leads checked under fluoroscopy after a recent car accident. Pt states he is having some increased pain after the accident, but he expected that. Pt just wanted leads checked because he was afraid they had moved. According to xray, leads did move from mid t8 to bottom of t8, but able to still get pt desired stim relief and not further action is planned. All impedances are normal. There will be no further follow up with pt. There is no further information to report and the pt denies any other complaints at this time.